Manufacturer narrative:
The report of pump stoppages was confirmed through the evaluation of the submitted system controller log file. Three momentary low speed/pump stoppage events were captured on (B)(6) 2017 at 22:44, (B)(6) 2017 at 00:11, and (B)(6) 2017 at 06:51. The events captured were associated with low speed advisory and low speed hazard alarms. The last pump stoppage event captured was also associated with driveline disconnect and low flow hazard alarms and a slight elevation in pump power up to 7.2 watts. The events captured occurred while the system was operating on a grounded patient cable and appeared consistent with a potential driveline wire issue. A distal end driveline replacement was performed and approximately 19 inches of the external portion of the driveline was returned for evaluation. Electrical continuity testing of the driveline revealed that all wires were electrically intact. Upon removal of the clamshell and outer silicone sleeve, the metal braided shield appeared unremarkable except for some moderate shield breakdown on the distal 3 inch section of the driveline segment, which appeared consistent with approximately 1.5 years of use. Microscopic inspection of the underlying wires within the driveline revealed no areas of compromised wire insulation along the length of the driveline segment. The returned portion of the driveline was suspended in a saline bath for high potential testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The evaluation of the replaced portion of the driveline from the patient¿s device, did not confirm an issue that could have contributed to the reported pump stoppages captured in the submitted system controller log file. The patient remains ongoing on lvad support with no further issues reported at this time. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 6 months. The patient remains ongoing with the device. However, a portion of the driveline was received for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that pump stoppage events occurred. The patient was reported to be asymptomatic. On (B)(6) 2017, the manufacturer¿s technical services representatives performed a distal end percutaneous lead (driveline) replacement. There were no immediate alarms post repair.